Event description:
Ous MDR - the rv lead was reposition 1 month after initial implant. Noise on both this ra lead and rv lead was noted. When the pocket was opened, insulation damage was noted on this lead, which is believed to have possibly happened during the rv lead revision in (B)(6) 2011. The rv lead was not returned for analysis, but this lead was.